Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The instrument was used during a lap cholecystectomy. It was reported during the case the surgeon placed a clip on the cystic duct and one on the cystic artery. The clips were slightly scissoring and when he attempted to do cholangiogram the clips would not hold. Clips were removed and another clip applier used to complete the case. There was no consequence to the pt.